Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with scratched case. Pump received with cracked reservoir tube lip. Pump received with pillowing and cracked keypad overlay at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.